Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2021. After activating the nalu system the patient sustained weight gain, leading to communication issues between the implantable pulse generator (ipg) and the external therapy discs. The patient reported intermittent pain relief due to the communication issues. On (B)(6) 2022 a surgical revision was performed to move the ipg to a more optimal location for the patient to maintain consistent connectivity and pain relief.

Manufacturer narrative:
There are no allegations of any failure or malfunction of the nalu system or its components. Changes to the patient physique after implant contributed to the need for surgical intervention.